Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was successfully placed during the implant procedure. It was further reported that when the catheter was being removed, the sheath pulled the lead backward causing the lead to dislocate after the sheath was cut. No patient complications have been reported as a result of this event.